Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process, after which the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if any malfunction code reappeared, which they acknowledged and understood.